Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 16-sep-2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated she had not yet used the new test strips. Customer stated she was feeling tired and that she made an appointment with her doctor for the following day. Customer declined to continue the call. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer¿s expected blood glucose test result range was not provided. At the time of the call the customer felt well and did not report any symptoms. On (B)(6) 2025 the customer had obtained blood glucose test results of 46, 75 and 190 mg/dl. The customer stated she had been shaking and had called paramedics. The paramedics arrived and tested the customer's blood glucose (result not provided). Customer did not receive any treatment. After the paramedics had left the customer stated she tested and had obtained a blood glucose test result of 290 mg/dl, retested 20 minutes later and obtained a result of 125 mg/dl (undisclosed if fasting or non-fasting). Customer had called paramedics again and she was taken to the ER. The diagnosis was low blood glucose. Customer had been informed that the glipizide was causing those results and her blood glucose to change drastically within minutes. Customer stayed at the ER 12 hours; customer did not provide further details. Customer stated that she stopped taking the glipizide. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/18/2026 and test strips were opened 3 weeks ago. The meter memory was not reviewed for previous test result history.